Event description:
It was reported that the left ventricular lead exhibited failure to capture. It was noted that the lead retracted out of the coronary sinus. An attempt was made to place a new lead in the coronary sinus, but there were no available branches. The lead was explanted and replaced. The patient was discharged.